Manufacturer narrative:
The pipeline flex with shield (ped2) embolization device was returned within an opened pipeline flex outer carton; within an opened pipeline flex inner pouch and within a plastic pouch. The ped2 embolization device was returned with a stryker excelsior xt-27 catheter. The ped2 embolization device and stryker excelsior xt-27 catheter were decontaminated. No bends or kinks were found with the ped2 pushwire. The distal hypotube was found stretched with the ptfe shrink tubing pulled back. The proximal bumper, re-sheathing pad and re-sheathing marker were found intact. The ped2 distal pushwire was found separated proximal to the ptfe restraints/sleeves. The ped2 distal segment (ptfe restraints/sleeves, tip coil) were found separated. The stryker excelsior xt-27 catheter was examined. No damage was found within the catheter hub. The ped2 braid was found stuck within the hub. No bends or kinks were found with the catheter body. No damage was found with the catheter distal marker/tip. The stryker excelsior xt-27 catheter was dissected, and the ped2 braid was removed from within the hub. The ped2 braid ends were not found fully open. The ped2 distal segment was found within the braid proximal end. The ped2 braid ends were opened, and the ped2 distal segment was removed. What appears to be dried blood was found on the ptfe sleeves and tip coil. The ped2 distal pushwire was sent out for scanning electron micrographic (sem) analysis. Per the sem report, the wire failed via torsional overload. No other anomalies were observed. The stryker excelsior xt-27 catheter will be sent to the manufacturer. Based on the device analysis and reported information, the report ¿resistance/stuck during delivery¿ could not be confirmed as the returned devices could not be used for resistance testing. From the damages seen with the pipeline flex with shield (pusher separation, stretched hypotube, braid damage); it appears there was high force used. It is likely these damages occurred when it was attempted to advance/retrieve the pipeline flex through the excelsior xt-27 catheter against resistance. Based on the investigation conducted resistance can occur during tracking, deployment and re-sheathing of the device in distal and tortuous anatomies. In addition, resistance can occur due to failure to maintain a continuous flush or pipeline is pulled back/torqued during delivery. However, the cause for the resistance could not be determined. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline was prepared with saline backflush per the instructions for use (IFU). When advancing into the xt-27 microcatheter, there was excessive resistance in the proximal segment of the catheter. The pipeline was removed and never implanted. It was noted the physician released the load in the system in an attempt to resolve the issue, but the issue persisted. There was no damage to the catheter or pushwire, and there was no patient involvement with the device.